Event description:
It was reported by the field clinical representative that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a "do not implant" error message when an attempt was made to interrogate and program the device for implantation. This s-ICD was never in service and was returned. There was no patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. An implantable virtual assistant (iva) diagnostic download was performed, which showed the device was in shelf mode. A long charge error was noted; however, further review identified a normal charge time, and battery voltages recorded in memory were consistent with expectations for a boxed device. A full energy charge was commanded using iva, and the charge completed normally with a recorded charge time of nine seconds. Review of the software interface document (B)(4) indicated that the event reflected delivery of a non programmer assisted command, with the long charge error identified as the likely cause. Several successful charges were documented after the long charge error. The device was sent for returned products testing and subsequently passed a series of automated diagnostic tests verifying shocking, pacing, sensing, and recording functions relative to battery voltage. Although a long charge error triggered a do not implant message, the root cause of the error could not be established due to subsequent normal charge performance.

Event description:
It was reported by the field clinical representative that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a "do not implant" error message when an attempt was made to interrogate and program the device for implantation. This s-ICD was never in service and was returned. There was no patient involvement.